Event description:
Pt was revised to remove painful hardware.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to review of the info provided, as the lot numbers required to review the device history records was not provided. A search of the complaint database found no prior reports for both reported product numbers. Provided info states the pt was revised due to painful hardware, the pt was healed. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated.